Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device recorded temperatures during this time below the recommended minimum operating temperature. The device failed a self-test due to a low battery on (B)(6) 2012 and remained in fault mode until (B)(6) 2012 when it was returned to a warmer environment and passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.